Event description:
A report received from (B)(6), stated the device is experiencing a "cannot insert cutter" issue. The device was not being used during surgery. It is unknown if patient or user injury was reported. No additional information was provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Report received from (B)(6) stating that they could not insert the cutter. The device was not being used during surgery. There were no user or patient injuries or death. It is unknown if medical intervention occurred. There was no additional information provided.